Event description:
It was reported that the user experienced elevated blood glucose after breakfast while using the ilet system, with a reported glucose of 276 mg/dl trending downward, and that insulin delivery had been paused for approximately eight hours overnight into the morning in the context of early pump use. Symptoms included hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support, including guidance to announce meals and expectations for glucose recovery while the system adapts. Investigation of this case revealed that the event involved high glucose with unclear cause, with user-initiated prolonged pause of insulin delivery likely contributing, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.